Event description:
It was reported that prior to starting a da vinci surgical procedure, during inspection of the fenestrated bipolar forceps instrument, the scrub nurse noted that the wire on the instrument was frayed and was sticking out. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the proximal clevis hub. The clevis does not exhibit any wear. The broken strands stick out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found the following additional damages to the instrument: the distal end of the main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. The bipolar pins at the instrument's housing back end are bent. The bipolar insert is still intact. The instrument passed electrical continuity testing. It was concluded that the damage to the bipolar pins was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.